Manufacturer narrative:
A review of the device history record and further investigation have been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported "replaced with new 'smooth round' implants due to developing an infection". Device has been explanted. This is for left side.